Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an aviva expert meter, compared to lab, within 10 minutes: 378 mg/dl on aviva expert meter and 129 mg/dl lab result. No adverse event reported. Return of the suspect device was requested for evaluation.